Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4) complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the silicone hysterosalpingography injection catheter balloon would not deflate during the hysterosalpingography (hsg) procedure. The procedure was completed with a competitor's device. There were no adverse effects reported due to the event and no report of an additional procedure.